Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The intuitive surgical, inc. (Isi) field service engineer (fse) spoke with the site's robotics coordinator, who attributed the matter to user error and reported no identified problems. The fse could not reproduce the reported problem. The system was tested and verified ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, before the use of the robot, the color of the tissue appeared different than expected when using the schoelly handheld camera. While tearing down adhesions, tissue was injured ("nicked") resulting in the customer "having to open". The customer wanted to know if the white balance setting could have caused the issue. The technical support engineer (tse) advised ensuring the white balance is done correctly. It is unclear how the procedure was completed. The robotics coordinator attributed the event to user error and reported no identified problems. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.